Event description:
The device embolized 18 hours post implant and was retrieved. An 18mm aso was then implanted.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration and decontaminated. The device was then measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Despite attempts to receive the imaging of this case, no imaging has been received to confirm sizing and evaluate other parameters of the implant procedure. The results of our investigation are inconclusive due to the lack of information received from the field. Should the imaging become available at a later date, we will forward any additional observations.